Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps were calcified and resulted in valvular stenosis. There was fibrous pannus ingrowth on the inflow surface of cusps 1 and 3, and on the outflow surface of cusp 3. No acute inflammation was observed in the valve. A review of the device history record was not possible since the serial number was unavailable. However, there was no evidence found to suggest the cause of the fibrin, calcifications, and pannus were due to an intrinsic defect in the valve, as supported by the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Gtin: unknown as the device serial and lot number were not provided.

Event description:
On (B)(6) 2014, an aortic valve replacement was performed and this 23mm trifecta valve was implanted in the aortic position. On (B)(6) 2016, the valve was explanted secondary to reports of calcification and a non-sjm mechanical heart valve (details unknown) was implanted. The physician suspected that the patient's need for dialysis resulted in an acceleration of structural valve deterioration.